Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. As the lot number is unknown, a review of the shop floor paperwork could not be performed. Should further relevant info become available; a supplement medwatch report will be filed.

Event description:
It was reported that during an upper extremity fistulagram treatment procedure, the synergy balloon ruptured. The balloon was prepped without difficulty and placed into the pt's extremity. The lesion being treated was non-calcified and 60% stenotic. The physician used a 7f introducer sheath. The balloon had been inflated twice to 18 atms, then the balloon burst and the entire balloon detached. [Rbp = 12 atms] the physician attempted to withdraw the balloon, but it sheared off the catheter and was left inside the pt. The physician snared the wire that the balloon was threaded over and pulled the wire through the sheath. That sheath was then upsized to a 9 fr sheath and the detached balloon was pushed partially into it. Once the balloon was close to the sheath a partial cut down procedure was performed and the balloon was retrieved. The pt's condition remained stable during this event. Current pt status is reported as "stable."